Event description:
A clinical incident involving an opus magnum 2 implant was reported to arthrocare corporation. It was reported there was a revision of a rotator cuff and labrum repair where the magnum 2 implant had pulled out 12 weeks post-implantation. This was a mini-open primary repair. The surgeon doesn't recommend that additional procedure are required and the patient is recovering well postoperatively.

Manufacturer narrative:
Date of original implantation was not given. An approximate date of implantation was provided by arthrocare based on report the revision occurred 12 weeks following implantation. The device was reported as returning for investigation. A follow up report will be provided after the device has returned for investigation. (B) (4). (B) (4).